Event description:
The inner and outer packaging were adhered together. Both blister packages peeled open at the same time. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: only the outer blister was returned for evaluation; therefore, the evaluation results are inconclusive.